Event description:
This is an update and escalation to report [redacted number] (B)(4). 1. The font in the contraindication section is too small for users to read when using the product. 2. Arrow was responsive about adding this to their packaging for us but is not doing this nationally for customers. Additionally, the existing product we had on the shelf (without this red language) still poses a risk to patients. Because they are meeting FDA requirements without the red section, we are not able to get the kits without the red swapped out for ones with the red.